Event description:
International affiliate reported that the bremer halo crown, catalog no. Ht035hi, failed to assemble to the halo adapter set for mayfield, catalog no. Ac003. The difficulty extended the procedure by forty minutes while the patient was under anesthesia. There were no adverse consequences to the patient.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into the required field. Visual examination of the returned halo adapter set for mayfield found no visual anomalies. A review of the device history record for the device identified no discrepancies. The concomitant device halo crown involved in this event was not returned for evaluation. The halo adapter set for mayfield was functionally tested with a halo crown that was returned on another complaints (see mfg medwatch report no. 1526439-2013-30308). Functional testing found it was not possible to assemble the mayfield adapter slot onto the crown beam. It was noted that there was approximately a 0.015 inch interference that was preventing the intended assembly of the components. However, it was still possible to assemble the adapter to the crown while achieving adequate clamp load and torsional stability between the components resulting in a rigid connection. It was noted that dimensional changes were implemented on (B)(4) 2006 to prevent an interference condition. Upon review with medical directors, it deemed that there is no foreseeable patient risk as it was reported that an alternative clamp was available and used, the assembly of the crown and adapter mis-alignment due to mating interference is highly visible and a rigid connection is still achievable. The root cause of the reported issue appears to be related to the dimensioning of the mayfield adapter connection slot which allowed for interference between the crown and adapter components.